Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned for analysis. No anomalies were found.

Event description:
It was reported that the lead was dropped on the floor compromising the sterility of the lead. The lead was not used. No patient complications have been reported as a result of this event.